Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After power up, there are multi-color horizontal lines running across the top half of the display. The lcd screen is unable to display text where the lines are present. Per visual examination there is a puncture crack in the middle of the lcd display. The lcd window of the case has some scratches; however, these scratches don't prevent one from seeing the menus. In addition to this, the middle (enter) keypad button is cracked.